Manufacturer narrative:
Analysis of the device on january 29, 2003, showed that the markerband was not present on the stabilizer. Due to an administrative error this event was not precisely identified as a medical device report (MDR). The manufacturer is aware that this event is being submitted past the 30 day deadline.

Event description:
Boston scientific was notified that during an event the stabilizer became frozen and would not facilitate removal of the stent from the microdelivery catheter. The entire system was removed. No complications with the patient were reported as a result of this event.